Event description:
It was reported that a malfunction alarm occurred. The customer cleared the malfunction alarm, and insulin delivery was resumed successfully. There was no adverse impact to the customer¿s blood glucose level.